Event description:
Opened 1 kit lot # r21a0045 exp date 12/2005 and 2 kits of lot# r21a0035 exp date 11/2005 to find plastic bag where buffer stored wet and labels on the buffer rubbing so unreadable.